Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Patient later reported capsular contracture, baker grade unknown.

Manufacturer narrative:
Additional, changed, and/or corrected data: b6, h6.

Event description:
Patient reported a right side rupture confirmed via MRI. Device remains implanted. Patient later reported "capsular contracture baker grade unknown".

Event description:
Patient reported, a right side rupture. Device remains implanted. Patient later reported, "capsular contracture, baker grade unknown". Healthcare professional reported, right side "sagging". And a MRI stating ¿findings, indicate intracapsular rupture¿. And a right side capsular contracture, baker grade ii/iii.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling. The reason for reoperation was/is rupture.

Event description:
Patient reported a right side deflation. Device remains implanted.